Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device activated both the mono and bipolar simultaneously, it did not work and often alarmed. There was no patient injury. There was an indication from customer that no further information is available.